Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was to be used during a procedure performed on (B) (6) 2009. According to the complainant, prior to opening the package, the nurse identified that the device jaws were broken. No other damage was noted to the device or packaging. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will filed. (B) (4).